Manufacturer narrative:
(B)(4) - follow up #001. Initial (B)(4) issued MFR. Report # 3002416487-2013-00031. This product is not distributed in the USA, therefore no submission to the us FDA was necessary.

Event description:
It was reported the handrim on the ct45 manual wheelchair is warped.